Event description:
A surgeon reports observing glistenings in the left eye of a patient following bilateral intraocular lens (iol) implant surgery. The patient's visual acuity has decreased following surgery.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 02/02/2008, 02/04/2008, 02/26/2008 and 02/21/2008 by phone fax and mail. A completed questionnaire was received.